Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he received calibration errors and a change sensor alert. The customer's blood glucose at the time of the incident was 400 mg/dl. Troubleshooting for the sensor was completed and the customer was advised to change the sensor and calibrate when blood glucose is lower. Troubleshooting for high blood glucose was not performed. The device will not be returned for analysis.